Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that they were having a sensation down their leg on both sides. Patient said it felt like they worked out yesterday and today they woke up miserable. Reviewed how to decrease stim. Patient decreased stim from 1.0 to 0.8 and the sensation was completely gone. Additional information was received from a patient. They reported that the patient had the trial removed (B)(6) 2025 so they didn't know the serial number. Then the third question they said that they made a comment about the 25th and pain running down the back of their legs. They said, they didn't know what that was about. It was their behind that hurt. They said maybe it was in their legs. They said the rest of the questions they would answer and send in. Patient said they never told anyone they also had a little fecal incontinence and the trial did help fecal symptoms. Patient mentioned that when they took the two wires out it felt like they were getting electrocuted. Their legs shook for two hours after the leads were removed. The patient also mentioned that the minute they got out of surgery when they got the trial that they told the nurse their butt cheeks were killing them. They told their stuff gets moved around. The butt cheeks hurt every moment every day for the entire trial. Two minutes after they pulled the wires out the butt didn't hurt anymore. Their butt was getting better but it was still sore like they just worked out. Patient said their doctor was going to have them take a colonoscopy and if everything looks good, they will have the advanced evaluation to see about getting the implant for fecal incontinence instead of bladder retention. Additional information was received from a patient. They reported that they no longer had the stim. It was unknown if the cause of having a sensation down their leg on both sides was determined and buttock was more accurate and they told them that the cause maybe the stim was turned up too far. The steps taken to resolve the issue was that they didn't know the dates or time but they turned the right side down to 1.1 but still hurt in by buttock so they kept lowering it. The issue had been resolved. When asked, the cause of the patient decreasing stim from 1.0 to 0.8 and the sensation was completely gone determined, the patient stated that it was never gone completely and they had no idea. The steps taken to resolve the issue was none and they no longer had it and that was a trial and so it was out now. The issue was resolved.

Manufacturer narrative:
Product ID 306001, lot# unknown, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device, product ID 306001, lot# unknown, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.